Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced air embolism and st segment elevation. The procedure was cancelled. During a pulmonary vein isolation procedure to treat atrial fibrillation, a versacross connect for faradrive was selected for use. The physician struggled to cross the septum, using both versacross connect and a non-boston scientific device. Physician had difficulty with transeptal due to patient anatomy. Hence, he switched to a non-boston scientific device, which he is more comfortable with. Air embolism was noted while injecting contrast for left superior pulmonary vein (lspv) via angiography prior to the pulsed field ablation (pfa). The patients blood pressure dropped minutes after with st elevation and was resuscitated by lab staff. The patient is awake and in an intensive care unit (ICU) after the procedure. There were no signs of myocardial or neurological complications. The type of irrigation used was a pump and contrast pump at 2ml per minute. The patient was stabilized. The procedure was cancelled during the procedure and no pfa was applied. Heparin with activated clot time was above 300 seconds. The patients ejection fraction was not disclosed. No circulatory support device was used. The patient was discharged with no complications and the pfa procedure was rescheduled. Versacross was not inside body when complication occurred, neither physician believed it malfunctioned or contributed to patient complication. It was not known if the sheath valve was closed or opened during exchange of devices. However, the sheath was connected to contrast pump and transducer system. No physical damage was observed in the device prior the procedure. The device is not expected to be returned for analysis (disposed).